Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had speech abnormalities and tremors on (B)(6) 2017. Neurology was consulted for evaluation. Reportedly, the patient had a very similar presentation but with more overt word finding difficulties in 2016. This was in setting of subthera. Gabapentin dosage was reduced to 600 mg daily maximum. A tee was to be performed to evaluate for thrombus, but the result would reportedly not change management. The patient was to have nothing by mouth (npo) until speech-language pathology (slp) evaluation due to dysarthria to ensure the patient was safe to swallow. Lipids with low-density lipoprotein of 65. The center could uptitrate atorvastatin as tolerated. The patient was hospitalized. The event reportedly resolved on (B)(6) 2017.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be determined through this evaluation. Stroke and neurological dysfunction are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information: placeholder.

Event description:
Additional information: it was reported that the patient had past speech abnormalities and tremors. At the time of this event, inr was subtherapeutic. Heparin infusion and warfarin titration were initiated. The patient had been prescribed oxycodone, gabapentin, and valtrex for leg pain. Gabapentin dose was decreased from 300 mg daily to 200 mg daily. Oxycodone and valtrex were discontinued. Physical therapy/ occupational therapy/ speech therapy (pt/ot/st) were consulted. A brain CT scan was negative. A transthoracic echocardiogram (tte) was negative for thrombus. Speech abnormalities and tremors resolved without additional treatment. It was reported on (B)(6) 2018 that the patient was doing well.